Event description:
It was reported that the physician experienced difficulty inserting the contralateral limb wire through the wire straightener and in deploying the contralateral limb. Reportedly, several attempts were made to deploy the contralateral limb of the bifurcated stent graft. The physician snared the main body sheath cover in an attempt to deploy the contralateral limb but was unsuccessful. Additionally, the iliac was occluded and the physician chose to coil the common iliac artery, aui and femoral to femoral bypass procedure in order to restore blood flow to lower extremities.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The stent graft remains implanted in the patient, and the delivery system was not returned for evaluation. Therefore, a thorough investigation was not possible and medical records were not available. A cd with procedural images was provided; however, its content was corrupt and not viewable. Still intra-operative still images were provided, and were reviewed by an internal medical director with the following impression: it was not possible to ascertain the exact cause of the deployment difficulty. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.